Event description:
It is reported the system would not boot past 5 arrows. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.